Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "inflate the balloon slowly to the appropriate pressure to perform dilatation. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. Refer to table 2 or the balloon compliance chart. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced to perform dilation of the stent. However, upon the 1st inflation, the balloon ruptured at 26 atmospheres after a duration of 20 seconds. The balloon was completely removed and the procedure was completed with a 3.50mm x 8mm emerge balloon. No patient complications were reported and the patient's status was good.